Event description:
It was reported that the patient experienced a shocking sensation and had the device and leads explanted in 2000. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2000, product type: extension; product ID 3587a, lot# l39467, implanted: (B)(6) 1996, explanted: (B)(6) 2000, product type: lead; product ID 7434-e, serial# (B)(4), product type: programmer, patient. (B)(4).